Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurement after proper slack was added which was confirmed via threshold testing and fluoroscopy. Additional information confirmed that the lack of slack with this ra lead was first noted in an x ray. The added slack caused this ra lead to exhibit high threshold output and poor sensing and the added slack could have been a micro dislodgement since this ra lead was still attached. This ra lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurement after proper slack was added which was confirmed via threshold testing and fluoroscopy. Additional information confirmed that the lack of slack with this ra lead was first noted in an x ray. The added slack caused this ra lead to exhibit high threshold output and poor sensing and the added slack could have been a micro dislodgement since this ra lead was still attached. This ra lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. The field report identifies an issue addressed in the instructions for use (IFU) and, as such, is deemed a known inherent risk associated with the lead.